Event description:
It was reported on (B)(6) 2011 that the patient was experiencing stimulation in stomach. It was noted that "only one lead works". No trauma or falls were associated with this event. It was reported on (B)(6) 2011 that the patient still had concerns, but was working with a manufacturer representative or doctor. It was indicated that an adjustment was to be made to move stimulation away from the stomach area. It reported on (B)(6) 2012 that, during the patient's device implant procedure, the paddle lead was moved higher due to scar tissue "build up". It was noted that the patient does not believe it works as well as the last unit due to placement. It was stated that during what the patient believes to be the first adjustment, his "heart area was stimulated so he does not utilize that electrode". The reporter stated that there have been one or two adjustments since then and will follow-up with the manufacturer representative in (B)(6) 2012 for a regular check-up. It was also noted that "they" are aware of the heart being stimulated and that he does not use that electrode because of it. Additional information was requested and any information received will be addressed in a supplemental report.

Manufacturer narrative:
Product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient's concerns were resolved.